Event description:
The plastic connector broke off the insufflation tubing used with a 12 fr trocar. The plastic connector stayed connected to the trocar. Trocar and tip were safely removed from patient.